Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that no sensing and no capture were noted on the right atrial (ra) lead. The lead may have been chronically dislodged. The lead was capped and replaced. No patient complications have been reported as a result of this event.